Event description:
On may 23rd 2024, fujifilm healthcare americas corporation was informed of an event involving prosound f75. It was reported that the ultrasound image flipped by itself during biopsy. Physician canceled the patient biopsy and customer are upset and they don't trust their ultrasound unit. Dr. Complained that they are waiting 2 weeks before getting their equipment repair. The procedure was not completed. Physican canceled and postponed the patient diagnosis for pancreas cancer. Initially, based on the available information, the manufacturer, fujifilm corporation, determined that manufacturer MDR is not necessary. However, after new information became available from the site (07/02/2024), fujifilm corporation is further investigating the event. This manufacturer's MDR is being submitted in abundance of caution.

Manufacturer narrative:
Ref (B)(4).

Event description:
Clarification of relevant timeline added. On may 23rd 2024, fujifilm healthcare americas corporation was informed of an event involving prosound f75. It was reported that the ultrasound image flipped by itself during biopsy. Physician canceled the patient biopsy and customer are upset and they don't trust their ultrasound unit. Dr. Complained that they are waiting 2 weeks before getting their equipment repair. The procedure was not completed. Physican canceled and postponed the patient diagnosis for pancreas cancer. Based on the information available on june 12th, 2024, the manufacturer, fujifilm corporation, determined that manufacturer MDR is not necessary. However, after new information became available from the site (july 2nd, 2024), fujifilm corporation started investigating the event. This manufacturer MDR was submitted in abundance of caution on july, 2024.

Manufacturer narrative:
B5 updated to include june 12th, 2024, as date of initial reportability assessment.

Manufacturer narrative:
B5 updated to include the conclusion of the investigation from olympus.

Event description:
On may 23rd 2024, fujifilm healthcare americas corporation was informed of an event involving prosound f75. It was reported that the ultrasound image flipped by itself during biopsy. Physician canceled the patient biopsy and customer are upset and they don't trust their ultrasound unit. Dr. Complained that they are waiting 2 weeks before getting their equipment repair. The procedure was not completed. Physician canceled and postponed the patient diagnosis for pancreas cancer. Based on the information available on (B)(6), 2024, the manufacturer, fujifilm corporation, determined that manufacturer MDR is not necessary. However, after new information became available from the site ((B)(6) 2024), fujifilm corporation started investigating the event. Fujifilm corporation reached out to olympus contact for details on the investigation. Per the olympus contact, the investigation determined that the issue was the olympus scope and not the ultrasound processor.